Manufacturer narrative:
Device received jun 7, 2017. Subject device has been received and is currently in the evaluation process. 381.103 - 3484201. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 30.jul.2010. Corrected data: lot number obtained, UDI updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned implant holder was examined and the complaint condition was able to be confirmed as the distal prongs were found to be bent. The tip has signs of wear and tear. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 3484201 was manufactured in july 2010, (B)(4). These findings let us assume that no manufacturing related issue caused this occurrence. Afterwards it is not possible to determine the exact cause of this bending; we only can assume that a combination between intense use during its seven (7) years of lifespan and a mechanical overload during use, could lead to the complained issue. Instruction for use states: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that during a posterior lumbar interbody fusion (plif) procedure at levels l5/s1, while attempting to rotate the plivios cage in situ, the implant holder kept slipping off the cage. It was noticed upon closer inspection by the surgeon and reporter, that one of the 'arms' of the holder has bent away from the midline. This prevented the cage from rotating the cage had to be impacted with the teeth in line with the end plates. A travios implant holder was used to hold the implant and impact without the ability to rotate. The surgery was delayed by 45 minutes due to the reported event. There was no adverse impact to surgery. There are many ways to complete this step. What was done was to insert straight and impact down with an alternate instrument hence not being able to rotate the cage. The surgeon¿s preferred way is to insert on the side and rotate. Either process works. In this instance the procedural step was completed differently because the reported instrument was observed to be worn. There was no adverse impact to patient and the surgeon was happy with surgical outcome. Concomitant medical products: 1x unk plivios cage, part unk, lot unk, unknown quantity of unk end plates, part UK, lot unk. This report is 1 of 1 for (B)(4).